Event description:
The customer reported that they were unable to retrieve pt events from the device and the device shut down.

Manufacturer narrative:
(B)(4): the customer reported that they were unable to retrieve pt events from the device and the device shut down. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.